Event description:
It was reported to philips that the system could only initiate fluoroscopy no exposures. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by transferring the patient to a different system. A field service engineer (fse) visited the site and identified an error message on the system monitor: "tube cooler problem." System log file analysis indicated error related to an open flow switch. During troubleshooting, the fse found that the cooling unit's pump pressure was too high and confirmed the unit was defective. The defective cooling unit was returned to philips for analysis, which revealed that the cause of failure was a blocked radiator and an aging relief valve. Following replacement of cooling unit, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.